Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high" with ketones; however, specific value was not provided. To address this, the customer administered a corrective injection. The customer reverted to an alternate method of insulin therapy.